Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin, injection, 2 grams, stat dose, (route not specified) and meropenem, injection, 1 gram, intraperitoneally (frequency not specified). It was reported that the patient was given additional unspecified medication by the physician (no further detail). At the time of this report, the patient¿s outcome from the event was unknown and dianeal therapies were ongoing. No additional information is available.